Event description:
(B)(4). I got a migraine that lasted 16 days immediately after implantation and have had them 2 or 3 days a week since. I also had a 4.5 month period and have been experience moderate to severe cramping accompanied by a stabbing sensation. I have had infections throughout my body constantly since implantation as well.